Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently the pump software did not accurately adjust the amount of insulin delivered when blood glucose (bg) level was low. After a meal, due to the customer delivering an "excessive bolus", customer's bg was 50 mg/dl. Customer consumed sugar to address bg and parent assisted customer throughout the night. Customer was assisted with resetting the pump and the pump software issue was resolved. Customer continued to use pump for insulin therapy.